Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of an intraoperative cascadia tl inserter/impactor coupling issue. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot fjcr (1): device not yet returned.

Manufacturer narrative:
Lot fjcr (1): manufacture date 15 may 2017. Device not returned. H3 other text : device not returned by user.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of an intraoperative cascadia tl inserter/impactor coupling issue. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.